Event description:
A report was received that the patient is experiencing difficulty charging ipg. The physician suggested revision due to ipg is completely out of power and needs replacement for a new ipg.

Event description:
A report was received that the patient is experiencing communication difficulties with the ipg after successfully charging. The patient will undergo an explant procedure to replace the ipg.

Event description:
A report was received that the patient is experiencing communication difficulties with the ipg after successfully charging. The patient will undergo an explant procedure to replace the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2108-50m serial #: (B)(4), description: scs lead kit, phase 2 sterile package additional information was received that the patient underwent battery replacement. During the procedure, it was found out that the lead was fractured. The leads were also replaced. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.